Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown "cord fault". This is all the information provided. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of "cord fault" was not observed; however, "defib cable ID changes" were observed and confirmed. Though the messages as stated by the customer were not observed, the messages that were observed were a result of a faulty defib cable receptacle and related to the customer's complaint. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.